Event description:
It was reported that the case involved an ami pt. Another co's stent was deployed and the zeta crossed through the lesion without problem and was also deployed. Visually, the zeta expanded 2 mm in the distal part and 2.5 mm in the proximal part, possibly because the guide wire was tangled at the periphery. Reportedly, a dissection occurred during the procedure. It is unk if treatment was reported; however, because of the date of the event, additional info is not available. In the absence of that info, it will be assumed that additional intervention was used to treat the injury and the event will be filed. The info contained in this report was captured during a post market eval conducted outside the us.